Event description:
The customer reported a vent inop condition, pressure regulation high while in use. No patient harm reported.

Manufacturer narrative:
Patient information requested, pending patient information.

Manufacturer narrative:
(B)(4). The evaluation has not been completed.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported a vent inop condition, pressure regulation high while in use. No patient harm reported.